Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, the device was at a greater than 70 degree angle and when the physician went to deploy the clip the device re-coiled and came out of the artery. The clip did not deploy in the arteriotomy. Hemostasis was achieved using a femstop. It was reported that the vessel locator wings had collapsed prematurely. There were not reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.